Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. In addition, the customer did not see insulin exiting the tubing during the fill tubing process after 30 units. Tandem technical support instructed the customer to disconnect the tubing from the luer lock. After reconnecting the tubing at the luer lock, insulin was confirmed to be exiting the tubing. The customer¿s blood glucose (bg) level was 288 (mg/dl) a bolus was delivered to address bg level. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.